Event description:
The customer reported via phone call that he has an insulin pump and had it in for about half a day. Customer stated that his blood glucose was rising. Customer removed it and there was no bent needle. Customer needed help getting the pump ready for the next infusion set change. Customer does not want to insert the infusion set at this time. Customer was assisted with rewinding and priming the infusion set. Customer was in the hospital in rehab for breaking his arm. Customer was in diabetic ketoacidosis during this situation. Customer's current blood glucose was 125 mg/dl. Customer's blood glucose at the time was 500 mg/dl. Customer reported having an upset stomach, dry mouth, and dehydration. Customer had a physical therapy session early and his blood glucose was dropping. Customer treated with a sliding scale of manual injections, lantus, and novolog. Customer was unable to do troubleshooting at this time since he was waiting for the insulin from the pharmacy.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.